Manufacturer narrative:
Evaluation method code product analysis: upon receipt at medtronic's quality laboratory, the handle of the delivery catheter system (dcs) appeared intact. The device was received with the capsule completely closed. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. White marks were observed over the nitinol reinforcing frame along the mid-section to the distal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. The device was returned with the end cap/screw gear snap fit connected. An evolutpro ¿ 29- us valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The number of the street address of the initial reporter was inadvertently left off the initial medwatch and was added to section e. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject delivery catheter system (dcs) was returned to medtronic for analysis. Procedural images were not provided. It was reported that a misload occurred resulting in an infold with a bent capsule. Loading images were not received so the reported misload cannot be confirmed. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut instructions for use (IFU) contains instructions to use the integrated loading bath which features a mirror to aid in loading of the valve. The user is instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets in order to avoid damage to the capsule and to avoid emboli. In addition, the IFU instructs to inspect the transcatheter aortic valve (tav) under fluoroscopy to inspect the capsule for a misloaded bioprosthesis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after a misload has occurred. There was no evidence of a kink on the dcs or bend on the capsule. No other evidence of damage was observed on the dcs. As part of the analysis of the dcs, a valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. Updated h.6 - eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned, and device evaluation anticipated but not yet begun. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior the implant of this transcatheter bioprosthetic valve, a misload occurred resulting in a b ent capsule. The bend occurred just below the hat marker and appeared to be a kink. Subsequently, the valve and delivery catheter system (dcs) were replaced. No adverse patient effects were reported.